Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a gastroscopy procedure to treat gastric antral vascular ectasia (gave) performed on (B)(6) 2023. During the procedure, the scope was removed from the patient, and the speedband superview super 7 was placed onto the scope accordingly. The scope along with device were inserted back into the stomach. The physician wanted to deploy the bands; however, when the handle was rotated, no bands were deployed. The device was tested outside the patient, but still, it did not work. The physician also even tried to pull the string, but nothing happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and the ligator housing), and a visual evaluation noted that the ligator housing returned with the seven bands attached, and some of them were moved. The handle slot had marks of insertion of the trip wire. The suture thread was cut, possibly at the time of removing the device. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing were moved. It was also found that the ligator housing teeth were bent, which suggests that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and improper deployment. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a gastroscopy procedure to treat gastric antral vascular ectasia (gave) performed on (B)(6) 2023. During the procedure, the scope was removed from the patient, and the speedband superview super 7 was placed onto the scope accordingly. The scope along with device were inserted back into the stomach. The physician wanted to deploy the bands; however, when the handle was rotated, no bands were deployed. The device was tested outside the patient, but still, it did not work. The physician also even tried to pull the string, but nothing happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.